Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and there was apparent explant damage.

Event description:
It was reported that four weeks post-implant, the right ventricular capture threshold was elevated to 6.5 volts, 1.5 ms, and r-waves had decreased to 2.0 mv. Attempted repositioning was unsuccessful. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.